Manufacturer narrative:
This report is associated with (B)(4), corega ultra haftcreme frisch. This was previously submitted under 3003721894-2016-00011 for corega ultra cream. Corega is marketed as poligrip in the us. Device qa results: no sample was returned for this complaint and also the daycode detail was not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. Device qa results as of 29 february 2016: as the batch details or sample were unavailable for this complaint, a full investigation could not be completed. As this information is not available the complaint cannot be substantiated.

Event description:
Awoke at night and nearly suffocated [suffocation]. Awoke at night and nearly suffocated [sleep disturbance]. Case description: this case was reported by a consumer via call center representative and described the occurrence of suffocation in a male patient who received triple salt dental adhesive cream (corega ultra cream) unknown for denture wearer. On an unknown date, the patient started corega ultra cream. On an unknown date, an unknown time after starting corega ultra cream, the patient experienced suffocation (serious criteria gsk medically significant), sleep disturbance (serious criteria gsk medically significant), accidental device ingestion (serious criteria gsk medically significant), device issue and pharmaceutical product complaint. On an unknown date, the outcome of the suffocation and sleep disturbance were recovered/resolved and the outcome of the accidental device ingestion, device issue and pharmaceutical product complaint were unknown. It was unknown if the reporter considered the suffocation and sleep disturbance to be related to corega ultra cream. Additional information: the patient awoke at night and nearly suffocated, cream dissolved in trachea, the consumer considered that corega was dangerous. Qa report received on (B)(6) 2016: no sample was returned for this complaint and an investigation could not be completed. As this information was not available the complaint could not be substantiated. On (B)(6) 2016 the final complaint investigation report was received: no sample or batch number was received and no investigation was possible. The complaint was considered to be unsubstantiated. Case correction for the information received on 03 feb 2016. The suspect drug updated to double salt dental adhesive cream (corega ultra haftcreme frisch) previously was reported as triple salt dental adhesive cream (corega ultra cream).